Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Possible explantation has not been scheduled yet.

Event description:
The user's hearing performance with the device decreased gradually.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient is experiencing pain and dizziness, which are not described in detail. However, to determine an exact root cause a device investigation of the explanted device is necessary. Possible explantation has not been scheduled yet.

Event description:
The user_s hearing performance with the device decreased gradually. He has an issue with speech discrimination. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further the recipient experienced pain and dizziness, which were not described in detail. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device decreased gradually. He has an issue with speech discrimination. The user was re-implanted.

Event description:
A decrease in the hearing performance of the device was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.